Event description:
It was reported that a ventilator was found with a broken panel holder. The panel holder holds the user interface onto the ventilator system. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported user interface holder was investigated at the hospital by our field service engineer. The user interface holder was verified as broken, the unit was then repaired at the customer site. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed specifications. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It's unknown to us under which conditions the reported panel holder broke from this investigation.